Manufacturer narrative:
(B)(4). A device history review will not be performed as no lot number was provided.

Manufacturer narrative:
(B)(4). The referenced tracheal tube was received for further investigation. An inflation/deflation test was performed using a syringe. The cuff was found to immediately deflate. The reported event was confirmed. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all tracheal products. The operator inspects all products for no leaks and segregates the defective parts. All tracheal products have a resting time of 2 hours. A deflation test is also performed for all tracheal products. The operator inspects for no leaks and segregates the defective parts. Once the part is visually inspected, cuffs are deflated. Damage in the inflation line of this magnitude at the time of manufacturing would have been detected during the 100% inflate/deflate test and removed from the lot. The damaged condition found in the received sample is not confirmed as related to manufacturing process.

Event description:
A report was received stating that the tracheostomy tube cuff leaked during use. The patient was successfully reintubated with a similar device. There is no report of serious injury or death associated with this event.